Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This device was explanted and will be returned. Upon analysis this investigation will be updated. Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed two low voltage alerts (code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Manufacturer narrative:
Upon additional information this investigating will be updated.

Event description:
Boston scientific received information that during a follow up an error code 1003 appeared on the screen. It was also noted that safety mode, and beeping tones were seen. Premature battery depletion was suspected. A replacement was recommended by technical services. No adverse patient effects were reported. At this time the device remains implanted, and a replacement procedure has been scheduled.